Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that during routine culture testing, the gastrovideoscope tested positive for 2 colony forming units (cfus) of candida parapsilosis and 1 colony forming units (cfus) of micrococcus species. All channels sampled with findings in erector channel/raiser pipe. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided cds processes where information to judge deviation from the instructions for use (IFU) was not identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. The parts where bacteria were detected: all channels. Total amount of detected bacteria:1 cfu. Microbe name: micrococcaceae (amount of bacteria: unknown). Sampling date: (B)(6) 2024. The parts where bacteria were detected: tip of the channel. Total amount of detected bacteria:1 cfu. Microbe name: serratia marcescens (amount of bacteria: unknown). Sampling date: (B)(6) 2024. The parts where bacteria were detected: forceps elevator wire channel. Total amount of detected bacteria:3 cfu. Microbe name: bacillaceae amount of bacteria: unknown). Sampling date: (B)(6) 2024. The parts where bacteria were detected (2):tip of the channel. The parts where bacteria were detected:2 cfu. Microbe name: bacillaceae (amount of bacteria: unknown). The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that reprocessing was not enough due to physical damage on the device. The following is included in the device IFU: chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.